Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per signed service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed seven treatments without further energy check on that day. According to system user: "the user has to perform an ¿energy check¿ manually at least after one twenty minutes. The logfile shows seven successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review of the complete treatment day shows that no increase beam control check were performed way before the start of the treatments. The review also shows that during 06 treatments the suction process was achieved without missed vacuum one or two and re-dockings. During one treatment the surgeon has had difficulties to reach a valid suction one and two value resulting in multiple docking attempts. The review also shows that multiple treatments showed a relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During a later onsite visit the local field service engineer exchanged the laser head of the system. The exchanged laser head did not show any defect, apart from issues with lifting flaps. After the exchange the customer reported that the cuts were now perfect. Field service engineer states that the pulse duration from the old laser head was probably too long. The exchanged laser head received at the manufacturing site and send to the external supplier for investigation. The investigation result have not yet returned. Without investigation results by the performed analysis by the supplier no root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the creation of the flap with the laser the cut was poorly executed in right eye of the patient during refractive surgery. There are two related reports for this event. This report addresses the patient initial's (B)(6), right eye and other manufacturer reports will be filed. The flaps have been peeling off improperly over a session of 10 treatments and for the past few months.